Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device keeps turning off, which was not reproduced during evaluation. A review of the event history log identified evidence of the device keeps turning off. The cause was determined to be a damaged alternating current power adapter. The alternating current power cord was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keeps turning off. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.